Event description:
Device 3 of 3. Reference MFR report, device 1 of 3: 3006705815-2018-03379, reference MFR report, device 2 of 3: 3006705815-2018-03380. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.